Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: d8, h3, h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed as well as a screen blackout. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reported issue occurred due to poor contact caused by dirt on the camera head electrode part. However, a definite root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the video system center displayed error code e231 (no image). The issue occurred during a tul (transurethral lithotripsy) procedure. The procedure was completed using a similar device and there were no reports of patient harm.